Event description:
Bed alarm not working.

Manufacturer narrative:
Technician determined that the communication cable that connects bed to ncm system was bad. To resolve issue, installed new comm cable from hospital owned parts. No negative effect on pt or staff.